Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/28/2015 with the following findings: the returned battery cap was found to be free of damage: the reported issue was not confirmed. Unrelated to the reported issue, the cartridge compartment was observed to be damaged in the thread area. A cartridge cap was not returned with the pump; a test cartridge cap, which was able to secure to the suspect pump case, was used during the analysis. (B)(6).